Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar leaked through most of the case. They were able to complete the procedure without switching trocars. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.